Event description:
It was reported that the right atrial (ra) lead had dislodged and there was a loss of capture. During the lead revision procedure, the lead was unable to be removed from the associated device. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Helix mechanism test could not be performed due to procedural damage to the helix as it was received. Electrical tests and x-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported events of loss of capture and lead dislodgement were not confirmed.